Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient (pt) reported having problems with their ins not working. Pt clarified by this they mean they are not getting control of symptoms starting "maybe a month ago". Pt stated they increased stimulation to 1.7v, but reported it still wasn't working so pt decreased stimulation. Pt stated they are not feeling any stimulation. Pt confirmed on call that therapy is on at 1.3v, program 1. Pt increased stimulation to 2.0v and confirmed feeling stimulation comfortably in bike seat area. Pt will monitor symptoms now that change was made and will follow up with healthcare provider (hcp) if not seeing an improvement. Agent did not ask about the circumstances that led to the reported issue. Pt stated they have a sore on their back near where the ins battery is that hurts. Pt stated they don't know if they have an infection. The issue was not resolved through troubleshooting. Additional information received from the patient on (B)(6) 2021 stated they had an infection. The cause of device not working was not determined. The healthcare provider was notified of the event on (B)(6) 2021. The cause of the infection was not determined. The patient stated that the most likely contributing factor was work. The patient stated that infection is gone but it is starting to burn and ooze a little and itch and they don't know what could be causing this. They did lower the device 1.3 but then it does not help their problem. The first device worked better but this one doesn't not work at all. The patient was redirected to their healthcare provider to further address the issue. No further complications were not reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.